Event description:
Nellcor puritan bennett rec'd a call on 10/30/98. Source called to report the following problem. Pt death. Pt found disconnected from ventilator. Allegations made by hospital that the ventilator did not alarm.